Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. An external visual inspection was performed and passed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.